Event description:
New information noted that the device was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. The device was reprogrammed however, the patient mentioned that the device was making a beeping noise. The device was reprogrammed again to clear the alert. The patient was in stable condition.